Event description:
It was reported, the patient had increased confusion during sepsis/infection. It was noted actions taken were in-patient hospitalization and they had an unscheduled clinic or office visit on 2014 (B)(6). It was stated medications were administered for the sepsis/infection on 2014 (B)(6). The patient resolved without sequelae on 2014 (B)(6). Clinical diagnosis included delirium secondary to the sepsis/infection. It was further reported there were no reports of meningitis and the patient had pneumonia and a urinary tract infection (uti). Additional information received reported the patient also had lethargy during sepsis/infection. For the uti, laboratory analysis was performed and the urine analysis was positive for infection and the urine culture was positive for escherichia coli on 2014 (B)(6). It was not related. It was noted IV antibiotics were administered in the hospital.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID 3389s-40, lot# v006364, implanted: 2006 (B)(6); product type lead product ID 748240, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 3389s-40, lot# v006364, implanted: 2006 (B)(6); product type lead product ID 748240, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 37602, serial# (B)(4), implanted: 2013 (B)(6); product type implantable neurostimulator product ID 37602, serial# (B)(4), implanted: 2013 (B)(6); product type implantable neurostimulator. (B)(4).

Event description:
Additional information received reported for the pneumonia, it was suspected by a chest x-ray. No specific bacteria was determined in the hospital records. It was noted an abnormal chest x-ray was reported which showed the left lung was mildly hypo-inflated compared to the right lung. The patient was treated for pneumonia on 2014-(B)(6). Intravenous antibiotics were administered in hospital for the sepsis/infection/pneumonia. No specific antibiotic names were identified in the hospital records.